Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he could not communicate with his ipg using either his programmer or charger. The pt stated he had turned his stimulation off and has not charged his ipg for approximately one month. Follow-up info identified a sjm rep met with the pt and confirmed the issue. A new programmer and charger were attempted without success. Add'l follow-up pending.